Event description:
In 8/05, the pt had been experiencing high blood glucose readings all day. She tested her blood glucose at bedtime and received a 19.4 mmol/l (349 mg/dl). The pt took 20u of nph plus 7u of humalog (diabetes regimen is based on a sliding scale). The pt had been feeling tired all day. Due to the high readings and feeling tired, her family member took her to the hospital. At the hospital a nurse tested the pt on the hospital device and received a 15 mmol/l (270 mg/dl). The pt did not receive any treatment. A meter to lab comparison test was done. The pt reported blood glucose results of "6.7 mmol/l" with a lifescan meter of "16.2 mmol/l" on a laboratory device, performed within 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The pt was not hospitalized and was released shortly after. The test strips were in good condition and not expired. The pt did not have control solution to check the test strips. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.